Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the catheter was found cut during placement in the ICU. Therefore, it was removed and replaced with a new one. No harm to the patient occurred."

Manufacturer narrative:
(B)(4). The reported complaint of the catheter being found cut during use confirmed based upon the investigation of the sample received. The customer returned two catheter pieces that were separated at the extrusion. None of the catheter appeared to be missing. At the point of separation, there was very little, if any stretching of the extrusion and coil wire as it appeared the catheter may have been cut. All epidural catheters are 100% tested for leaks at the time of manufacturing. A device history record review was performed based upon a potential lot number. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The damage to the catheter was detected during use. Therefore, based on the time of discovery and the condition of the sample received, unintentional user error caused or contributed to this event.

Event description:
It was reported that: "the catheter was found cut during placement in the ICU. Therefore, it was removed and replaced with a new one. No harm to the patient occurred."